Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft4 iii assay results from 24 patients on a cobas e 411 immunoassay analyzer. The client has been receiving complaints from physicians about elevated results. Samples are being sent to another lab using different analyzers. When results have been compared between three different analyzers, the clinical interpretation is not consistent. Refer to the attachment to the medwatch for all patient data. The e411 analyzer serial number was (B)(4). This medwatch is for the elecsys ft4 iii assay. Refer to the medwatch with a1 patient identifier (B)(6) for the elecsys tsh assay.

Manufacturer narrative:
Based on the data provided, a general product problem can be excluded. The investigation stated that the result discrepancies between the elecsys and architect assays for tsh and ft4 are well documented, utilize different methodologies, and use different percentiles to establish reference ranges. It was determined the root cause of the event was the methodological difference between roche and abbott thyroid assays.